Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / 203) was confirmed. As received, the monitor failed testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry. The cause of the test failure and service codes is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 105 and 203.